Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he went to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at an unknown time. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 day later he developed ¿shaky hands.¿ the patient denied receiving any treatment in response to his symptoms. During the time of troubleshooting the cca confirmed the meter¿s battery did not require replacing. The patient was using the correct test strips, it was not the first use of the meter and there was no misuse. The alleged issue was not resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia after not being able to test his blood glucose.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.